Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that the patient never had therapeutic effect. The patient changed their pads three times on (B)(6) 2014. The patient put their stimulation up but it was not helping and the patient hadn't had a bowel movement today. When the patient's stimulation was increased, they started to feel stimulation at 2.5v and increased to 2.7v, but at 2.8v they had discomfort and pain at their rectum. The patient then lowered their stimulation to 2.7v but could not feel stimulation. The patient had a loss of therapeutic effect. In the 2 weeks prior to (B)(6) 2014, the therapy didn't seem to be working and the patient had to wear a pad and couldn't wait to go to the bathroom. The patient was going like a faucet and couldn't wait 1 second. The patient had the therapy to help with bladder control. The patient didn't feel any stimulation even when they tried increasing the level. The patient had not had any falls or trauma. The patient spoke to a nurse practitioner on (B)(6) 2014 and they were told to call the manufacturer but they didn't have the manufacturer representative's phone number. The manufacturer representative put the stimulation at 1.3v after the replacement surgery and 3 weeks after that it wasn't working well so they tried increasing to 2.2v. It still wasn't working right so they put the stimulation at 3.1v. The manufacturer representative told them not to put the stimulation up too high because it would wear out the battery quicker. The patient had different programs available, but hadn't tried them yet and the patient's health care provider (hcp) did not suggest keeping a voiding diary. The patient had a gradual loss of therapeutic effect two weeks prior to (B)(6) 2014. The patient had to void every five minutes and did not sleep the night prior to call. The patient turned stimulation on. On (B)(6) 2015, the patient was going through a lot of pads and 5 weeks prior, they were given botox to help their accidents. Their symptoms had gotten worse every day since then. The patient's family member thought that maybe the symptoms were due to a few cold days. The patient went on an antibiotic due to a dental procedure and their frequency increased from every fifteen minutes to every five minutes. They were up five or six times a night. Increasing stimulation to 7.0 v or 8.0 v hurt the patient's back and affected their bowels. Stimulation was confirmed on, the patient felt stimulation and stimulation was decreased. The patient was so bad on (B)(6) 2015, when they urinated it was coming down their legs constantly and they couldn't live like that. It was working well before and now it wasn't the patient was getting very, very depressed. The patient saw their hcp and they wanted to arrange for the patient to meet with a manufacturer representative. Stimulation was on and currently set at 2.5v on program 2. Stimulation was increased to 2.7v, but then was changed to program 3 with stimulation set at 0.5v. While changing settings, the patient was feeling dizzy. The patient couldn't hold their water, their symptoms returned, and they had to go all the time. The patient did not fall down, but their health care provider (hcp) thought they did. They took an x-ray and a video in (B)(6) 2015 and the video showed one of the wires was cracked. When the hcp replaced the ins on (B)(6) 2015, the hcp said the wire was not cracked when they opened the patient up, it had moved or something. The hcp confirmed it was not cracked, but had moved. The hcp replaced the wire. It was mentioned that the patient had "so many other problems."